Manufacturer narrative:
Additional information was received on 17-feb-2026. The sponsor assessment was reported to be anticipated; however, the investigator opinion is that the adverse event is unexpected/unanticipated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 23-mar-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31761743l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf and suffered a nosocomial pneumonia which required medication of ceftriaxone and prolonged hospitalization. The patient underwent index procedure on (B)(6) 2025. On (B)(6) 2025 the start date and site awareness date of (B)(6) 2026, the patient experienced nosocomial pneumonia categorized as moderate and serious with prolong hospitalization and an admission date of (B)(6) 2025 and discharged date of (B)(6) 2025. The relationship to the study devices is not related. The relationship to the index study procedure is probable and unexpected/unanticipated. The outcome is resolved with an end date of (B)(6) 2025.the intervention was medication was start of ceftriaxone and other intervention is chest x-ray. The date the event was first reported to be a serious adverse event (sae) was (B)(6) 2026. A steam pop occurred. No char. The steam pop was assessed as not MDR reportable. The steam pop was not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. The adverse event was assessed as MDR reportable with the reportable awareness date of 13-jan-2026.